Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective interconnect cable between the workstation and mainframe c-arm. The interconnect cable was removed and replaced. The system was tested and returned to the customer functioning as intended. There was no info available from the facility with respect to this issue. No injury resulted.

Event description:
The ge oec 9800 fluoroscopy system several occurances where the screen got dark and the image was lost.